Event description:
The manufacturer was made aware of a product complaint on (B)(6) 2023. It was reported that a forceps implant inserter was broken when impacted with a mallet for insertion of a system implant. There were no known patient complications or delay in treatment. An alternate available instrument was used to successfully complete the procedure. An ra# was issued for return of the complaint instrument, which was received at the manufacturer for assessment on 3/13/2023.

Manufacturer narrative:
A visual assessment of the returned forceps implant inserter showed and instrument with repeated use, as identified by worn laser markings, surface scratches, and corrosion at the location of the instrument malfunction. A functionality assessment was not performed due to the damaged condition of the returned forceps implant inserter, which was removed from distributable inventory. A DHR review was performed for the complaint instrument lot and there were no manufacturing anomalies identified. The instrument lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 6/03/2015. The complaint forceps implant inserter was distributed to the complainant on 5/06/2020. The complainant stated that the forceps implant inserter had been used and sterilized multiple times without having been exchanged or inspected by xtant. The system IFU provides guidance on instrument inspection criteria, including inspection of moving parts to ensure proper instrument operation, and if corrosion is noted during inspection to not use the instrument and contact the manufacturer for a replacement. The area of the instrument fracture had corrosion present. The root cause of this complaint cannot be reliably determined. It may be possible that there was a small crack present, and repeated exposure to sterilization cycles and procedures could have propagated the corrosion in the crack, which resulted in the observed instrument malfunction. There has been one other complaint of similar nature in the past 12 months. The manufacturer will continue to monitor this instrument for complaints from the field.